Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Once onsite, the fse was unable to duplicate any shut off while unit running on battery. The unit was left on for several minutes and no failure occurred. Nothing unusual in logs that would determine a shut off failure. The fse replaced the batteries as a precaution. The unit passed all functional testing.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was overheating and shut down by itself. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was overheating and shut down by itself. D. Pump was swapped with another unit after failure to not delay therapy. There was no patient harm.